Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient fell down the stairs, hitting their back, and subsequently experienced new pain unrelated to their baseline condition. The patient went to the emergency room where an x-ray was performed. They were advised to stay off work for one week and instructed to follow up with dr.¿s office. Lead migrated down by approximately one contact. The pain from the fall made it difficult to determine if there was a change in the normal relief provided by the stimulator. An impedance check was conducted, and all contacts were within normal limits. The patient decided not to change the programming of the stimulator at that time, opting to wait until the pain from the fall subsided. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-oct-2017, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 22-oct-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.